Event description:
Surgeon experienced difficulty removing the locking cap from the screw. The surgeon had to cut both ends of the rod for removal of the locking cap.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.

Manufacturer narrative:
Device used for treatment and not diagnosis. Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition.